Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely since it presented a decrease in its battery longevity. A request was made to have data from this device analyzed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced. This product has not been returned for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely since it presented a decrease in its battery longevity. A request was made to have data from this device analyzed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.